Event description:
It was reported that the camera head had a blurred image view. The issue occurred during an unknown therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "blurred view" lines showing on image due to faulty charged coupled device (ccd), failed leak test due to puncture and kinks on cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a blurred image view. The issue occurred during an unknown therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.